Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, an issue related to the device's flow delivery was observed. The device's sensor board was replaced to address the issue.